Event description:
It was reported that the patient experienced a hematoma. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During device removal, the 6f non-boston scientific introducer sheath was ruptured, and the blood vessel was noted to be damaged resulting to a hematoma. An upper arm blood pressure was applied to decrease blood flow at the puncture site and achieve hemostasis by manual compression. Gradually release the compression and confirm that bleeding has stopped. There was no blade damage or separation noted with the pcb balloon, and the procedure was completed using this device. No further complications were reported and no abnormalities in the patient's condition. It was further reported that there was a causal relationship between the cutting balloon to the patient's hematoma. The sheath and blood vessel were damaged by the blade.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Correction of evaluation conclusion codes from known inherent risk of device, d12 to adverse event related to procedure, d1002.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the patient experienced a hematoma. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During device removal, the 6f non-boston scientific introducer sheath was ruptured, and the blood vessel was noted to be damaged resulting to a hematoma. An upper arm blood pressure was applied to decrease blood flow at the puncture site and achieve hemostasis by manual compression. Gradually release the compression and confirm that bleeding has stopped. There was no blade damage or separation noted with the pcb balloon, and the procedure was completed using this device. No further complications were reported and no abnormalities in the patient's condition.